Event description:
Perforation of left common femoral artery during atherectomy of heavily calcified lesion. There was one run of blades down and one run of blades up. During the blades up run, the device did stall in the lesion at which time dr. (B)(6) removed the jetstream and took an angio of the lesion and found the perforation. Perforation was sealed by balloon angioplasty. Pt went to operating room for repair. Pt was stable at the end of the procedure. Dr. (B)(6) explained to the pt that there was a complication and that surgery was needed.

Manufacturer narrative:
Event consists of vessel perforation during a jetstream procedure. The pt is female of unknown age and medical history. The physician was performing an atherectomy procedure in a heavily calcified left common femoral artery with a jetstream navitus l atherectomy catheter. There was one run with the blades down and one run with the blades up. During the blades up run, the device did stall in the lesion at which time the physician removed the jetstream device and took an angiographic picture of the lesion and found a perforation of the left common femoral artery. The perforation was sealed by balloon angioplasty. The pt was transferred to the operating room for vessel repair. The pt was stable at the end of the procedure. The physician had explained to the pt that there was a complication and that surgery was needed. The IFU has the following caution statements: "do not manipulate the jetstream navitus l catheter against resistance unless the cause for resistance has been determined. Damage to the vessel or device may occur." "Use only listed compatible guidewires and introducers with the jetstream navitus l system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream navitus l system." "Operating the catheter over a kinked guidewire may cause vessel damage or guidewire fracture." "During treatment, do not allow catheter tip within 10.0 cm of spring tip portion of the guidewire. Interaction between the catheter tip and this portion of the guidewire may cause damage to or detachment of the guidewire tip or complicate guidewire management." "The guidewire must be in the place prior to operating the jetstream navitus l catheter in the pt. Absence of the guidewire may lead to inability to steer the catheter and cause potential vessel damage." "If the guidewire is accidently retracted into the device during placement or treatment, stop use, and remove the jetstream navitus l catheter and the guidewire from the pt. Verify that the guidewire is not damaged before re-inserting the guidewire. If damage is noticed, replace the guidewire." "Do not use the jetstream navitus l catheter in maximum tip diameter (blades up) unless the reference vessel diameter is > 4.5 mm. Doing so may result in vessel damage." "Hold the guidewire firmly during catheter retraction process. Failure to do so may result in guidewire rotation within the vessel." This event is reportable as intervention was required to repair the vessel perforation and the associated between the jetstream device and noted event which cannot be conclusively ruled out.